Manufacturer narrative:
It was reported that there was no damage to the outside of the steris 20 case and carton when the shipment was received. A retain evaluation was conducted by steris which showed no abnormalities with the cups.

Event description:
The user facility reported that an employee squeezed a cup of steris 20 sterilant concentrate and the lid came off. The employee received blistering and redness to the top lip of the mouth. The employee placed their mouth in water and no further treatment was sought or administered. The user facility reported that the employee missed no time from work and is fine with no sustaining injuries.